Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the atrial lead exhibited loss of capture. The patient was brought into the clinic. X-ray confirmed that the lead was dislodged. No intervention was made. The patient was stable throughout.